Event description:
It was reported that approximately one year post vena cava filter implantation, the filter was noted to be tilted at the time of the scheduled retrieval. An attempt to retrieve the filter was unsuccessful. The filter was retrieved twelve days later, as a filter limb was noted to be perforating a hepatic vein. The current patient status is unknown.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation is unknown. The device was not returned and images were not provided for evaluation. The complaint investigation is inconclusive for filter limb perforation, tilt and removal difficulties. Based upon the available information, a root cause could not be determined.